Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Manufacturer narrative:
(B)(4). D10: unknown oxford twin peg femoral unknown lot and item# unknown oxford tibial unknown lot and item# g2. Report source: new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 1 patient was revised to a total knee due to significant traumatic knee injury. The patient fell presenting with delayed lateral tibial plateau fracture. Diligence is completed and no further information on the reported event has been provided.